Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes (2 twisted); staples in the track, yes (20) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "device jammed" in the cartridge nose. The instrument was received with a yielded nose weld which would not allow the driver to properly advance the following staples. No conclusion could be reached if the twisted staples caused the nose weld to yield or if the yielded nose weld caused to the staples to become twisted in the nose.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.